Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at the third-party service center, a "ventilator inoperative" code related to motor failure was found in the ventilator's downloaded error log. The device's blower motor needs to be replaced to address the issue. Additionally, remediation+repair10k pm: needed30k pm: n/a plexus scope: yes software was updated, rubber feet are missing, keypad is incorrectly positioned case, front enclosure overlay is scratched.